Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. The surgeon changed to another like device to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2012-07608 and 2210968-2012-07609. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The used suture was examined for visual inspection defects and was observed blood residues and the swaged end of the suture was severely cut (damaged), resulting in needle pull off. The assignable cause is a clip off defect, which is a manufacturing defect.